Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error alarm and an insulin pump error alarm. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer received an open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) and pump error 35 noted in device history. Misaligned force sensor cable and intermittent connection noted. Force sensor offset measured within specific range during testing.